Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "machine not working" issue. The fse performed all the test and ran the unit for more than half an hour and no issues were found and the unit was working ok. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check it was observed that the cs100 intra-aortic balloon pump (iabp) was not working. There was no patient involvement, and no adverse event reported.